Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for implant of an implantable cardiac monitor. After implantation the device fell out of the pocket and a new device was implanted. No further information was available.